Manufacturer narrative:
(B)(4). A photo was received and based on the photographic evidence the event description can be confirmed. The likely cause of the clip feeding issue is the application for forces on the jaws or clips during the firing/loading stroke. Unfortunately the photos do not provide enough evidence to determine root cause. Batch:(B)(4): manufactured date: 05/26/2016; batch: (B)(4): manufactured date: 06/01/2016; the batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic assisted esophagectomy procedure, the clip applier jammed on the third fire across the left gastric artery. The clip closed on the vessel, but the jaws would not release it. The clip applier jaws would not come off the vessel, so the artery was divided and the clip applier was removed. The case was completed utilizing advanced energy devices and a new clip applier. There were no adverse consequences for the patient. The device was discarded.